Event description:
It was reported that during a thrombectomy procedure, the patient experienced pain as the physician retrieved the thrombus. No action was taken due to the pain as it was short in duration, only occuring during retraction of the device. The procedure was completed successfully without any clinical complications to the patient.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, the physician did not relate the event to any malfunction of the product and stated that it was inherent to the procedure. Since the pain experienced by the patient was due to a known physiological effect of the procedure, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Additional information received from the physician stated that the pain experienced by the patient only occurred when pulling the device back but this event is not limited to the subject device, it can occur when retrieving thrombus with any device. Subject device is not available.

Event description:
It was reported that during a thrombectomy procedure, the patient experienced pain as the physician retrieved the thrombus. No action was taken due to the pain as it was short in duration, only occuring during retraction of the device. The procedure was completed successfully without any clinical complications to the patient.